Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported oxygen manifold failed and seeks replacement part. Patient involvement unknown.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer, no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.